Manufacturer narrative:
When we were notified about the complaint on (B)(4) 2017, we were informed that the sling had been thrown away. After reviewing our purchase records for this facility the last xl sling was purchased by the facility on 6/18/2012. We recommend replacement of our slings after one year, and also specify all slings need to be inspected prior to each use. This is the first time we have received a report that one of our slings has had an incident involving ripping or "letting go". Unfortunately it was discarded so we have no way to evaluate the sling. We also have no way of knowing for sure when the sling was made without the sling. Sling was thrown away by user facility.

Event description:
Resident was being transferred using an xl sling. When full weight of resident was being held by the lift/sling the sling came apart resulting the resident falling on the floor and sustaining a fracture. (Copied from facility report).